Event description:
It was reported that the patient experienced infection with a one month old inflatable penile prosthesis (ipp). A removal surgery was scheduled to take place on (B)(6) 2019. The explanted items will not be returned. It was specified that no more information was available through physician. No more information available at the moment. Should additional information become available, it will be provided.